Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the femur fracture reported was likely the result of overloading the bone during preparation of the femur.

Event description:
Fracture of a femur with an alteon tapered wedge stem.